Event description:
Additional information was received indicating that high out of range shock impedance measurements continue to be observed on ICD and rv lead. No further interventions will be performed. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information states that the patient had been scheduled for an office visit on the next few weeks. The patient's chronic impedance was at 100 ohms and was programmed to single coil. An intermittent measurement greater than 125 ohms had been seen before with this patient with no issues as per physician. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurement that was detected via the patient's remote monitoring system. Additional information obtained from the field representative indicated that the cause of high out-of-range (oor) shock impedance was not determined. No changes were done and the patient will be monitored through normal routine follow-up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.